Manufacturer narrative:
Medsun report number: mw (B)(4). Although requested, device has not been received yet. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
The customer reported that an empty syringe had broken off in the tubing; new tubing was attached to a bifuse set. The motor reportedly did not engage when putting the syringe in the syringe pump module; the pump alarmed ¿please open and close lever and press confirm and restart infusion¿. This process was repeated three times during an infusion of fentanyl 2 mcg/kg/hr. The customer reported that the "patient had desats and required bagging. Patient was difficult to bag and required a dose of vecuronium after which lung sound and sats quickly improved. The event did not occur during programming, stopped infusing without warning, nurse at beside but not actively touching the pump." No long-term patient harm was reported. The customer stated the pump was "tested by biomed and passed pm (preventative maintenance)."

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the motor did not engage on syringe pump was confirmed. No malfunctions were found in the syringe module error log on the date of the event. The logs indicate that on (B)(6) 2015 at 2:10am a monoject 12ml syringe was loaded and an infusion was programmed to run at 0.1976ml/hour with a vtbi of 7.3606ml. A ¿syr_motor_not_engaged¿ event was logged in the syringe module log. The same error was logged three times between 2:11:01 and 2:11:52 am. At 2:12am a monoject 12ml syringe containing 7.1159ml was loaded and the module was programmed to infuse at 0.1976ml/hour, with a vtbi of 6.8583ml. This infusion was started successfully and ran until 2:18 am when the device was paused. At 2:28am the syringe module was turned off. Physical inspection of the device noted that the instrument seal on the device had been broken and the drivetrain had been replaced. The upper drivetrain housing assembly was disassembled and the actuator knob tension spring was found to be loose and out of position. A review of the device service history record performed from the date of manufacture to present indicates the device has not been previously returned to carefusion for service. During functional testing when an infusion was started the device alarmed and the message ¿the motor did not engage¿ displayed on the pcu main screen. The device was restarted 3 times and displayed the same error each time. It was noted that the actuator knob was in a partially open position. When it was manually turned to the closed position, the infusion started successfully and ran with no alarms. The upper housing was then re-assembled with the actuator knob tension spring in the correct position and functional testing was repeated, with no alarms or malfunctions observed. The proximate cause of the event was determined to be the actuator knob tension spring out- of- position. The root cause of the out-of-position spring was not determined.